Manufacturer narrative:
Internal complaint reference:(B)(4). H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of customer provided images shows a detached suture capture. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a shoulder procedure, on the third pass, the firstpass mini suture capture trap came loose and broke into 3 pieces inside the patient's shoulder joint. The pieces were retrieved from the patient by creating an extra portal. A delay greater than 30 minutes was reported. The procedure was completed with a backup device and no further complications were reported.